Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. Bg value not provided. Reportedly, the customer had influenza and suspected illness to be a potential contributing factor to elevated bg, as well as a potential issue with the infusion site; however this could not be confirmed. Root cause of elevated bg was unknown. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.